Event description:
It was reported that the atrial lead dislodged soon after implant and does not appear to capture or sense. The lead is still in use and will be revised in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (ipg), (B)(6) 2012. (B)(4).